Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe with 21 g x 1 1/2 in. Needle had foreign matter that appeared as a transparent viscous liquid in the syringe and plunger area. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd plastipak syringe with 21 g x 1 1/2 in. Needle had foreign matter that appeared as a transparent viscous liquid in the syringe and plunger area. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible to observe silicone visible. To the reported problem is this occurrence was related to the failure at lubricant system at assembly machine. Evaluation. Investigation conclusion: unable to determine a root cause.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that bd plastipak syringe with 21 g x 1 1/2 in. Needle had foreign matter that appeared as a transparent viscous liquid in the syringe and plunger area. There was no report of exposure, serious injury or medical intervention.